Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with d & c. It was reported that the patient underwent revision/excision of mesh on (B)(6) 2002 due to erosion and intermittent vaginal spotting.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent laparoscopic bilateral tubal sterilization on (B)(6) 2009. It was reported that the patient underwent leep with fractional d&c on (B)(6) 2010. It was reported that the patient underwent d&c and leep on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient had urinary tract infection. No additional information was provided.